Manufacturer narrative:
This product is not available for sale in the USA. International medical device regulators forum (imdrf) adverse event reporting (B)(4). Type of investigation: 4115 device discarded. Investigation findings: n/a. Investigation conclusions: n/a.

Event description:
The reported complaint of "the wire that comes out the plunger gets stuck when you open or bite, and if you not careful, it comes apart and the forceps will not close. This happened while we were trying to stop an active bleed. We almost had to take out the entire colonoscope. Luckily I got a tweezer and pulled on the little wires inside and then the forceps closed" involving pentax accessory hs-d2618 hemostasis forceps, did not cause or contributed to a patient injury, however the information reasonably suggests that if the malfunction recurs, the device or any similar marketed device is likely to cause or contribute to a death, serious injury, or other significant/important medical event as defined in 21 cfr 803, therefore this event is reportable. The forceps was not returned for further evaluation, due to contamination of blood and mucus, it was subsequently disposed of in medical sharps bin. A DHR cannot be performed since the serial number cannot be confirmed.